Event description:
Catheter was inserted and functioned well for 7.5 hrs. When pumping was resumed after bypass surgery, kinked message alarms were displayed on the datascope 98 console. The catheter was manually inflated with no improvement. The pump console was replaced with an arrow auto cat with no improvement. The catheter was removed.